Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department because their device battery was at end of service and needed to be replaced. Interrogation of the device showed that the patient received one shock for atrial fibrillation with rapid ventricular response. The device initially withheld for supra ventricular tachycardia (svt) fibrillation; then the ventricular rates increased greater than the svt limit and a shock was delivered. The device was explanted and replaced as it was at end of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.